Event description:
It was reported that the user received a sensor failure alert and, while attempting to change the sensor, observed the iLet displaying ¿Press and Hold¿ with 0.0 units shown, after which the user disconnected from the iLet, pressed and held as prompted, observed drops during the sequence, and returned to the home screen with normal operation. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included guided troubleshooting and user education. Investigation of this case revealed that the device was functioning and completed the prime/fill sequence when prompted, with no alerts or alarms persisting and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that user-interface guidance resolved the event and the cause was use-related.